Event description:
It was reported that the patient complains of pain in left hip. Takes 4 pills a day to tolerate pain and has trouble sleeping at night. Experiences pain from walking. Had x-ray last year on left hip and doctor said it looked fine. Had right hip replacement too, but having no problems with it.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.